Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25125335, 25124870, and 25124708 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. Updated sections: age/date of birth, sex, date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
Maquet rep. Was talking to harvester from another hospital who heard from a person at (B)(6) hospital that a patient had died due to necrotic vein and wondered if it was due to evh.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Maquet rep. Was talking to harvester from another hospital who heard from a person at (B)(6) hospital that a patient had died due to necrotic vein and wondered if it was due to evh.